Event description:
It was reported there was an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hpdu cpu board was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).